Manufacturer narrative:
This report is submitted on october 11, 2022.

Event description:
Per the clinic, the device was explanted (specific date not reported) due to an extrusion of the r/s. The patient was reimplanted with another cochlear device (specific date not reported) during the same surgery. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on december 9, 2022.